Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Add'l devices: 3060-0095s lag screw, ti gamma3 10.5x95mm lot # k648129, 3060-0100s lag screw, ti gamma3 ?10.5x100mm lot# k390385.

Event description:
The nurse reported to our sales rep that a pt came in with pain. X-rays were taken and it was observed that the nail is broken.